Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0314334. All inspections were performed per the applicable operations qc specifications. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported the plunger would not draw insulin with a bd veo¿ insulin syringes with bd ultra-fine¿ needle. This occurred on 2 separate occasions, however, the patient impact was not reported.   The following information was provided by the initial reporter: it was reported by the consumer the plunger will not move when drawing up the insulin.